Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for non-biological foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® serum blood collection tube before had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿before use, the customer found 1ea tube has fm on the stopper.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® serum blood collection tube before had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿before use, the customer found 1ea tube has fm on the stopper.¿